Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic sigmoidoscopy, the last person to use the pencil did not replace it in protective holster. It was accidentally deployed when someone leaned on it and resulted to a 2cm burn on the patient's left lower quadrant , they were able to immediately recognized it by the sound of the equipment. The surgeon elected to cut the burned out are and sutured it.